Event description:
Reporter stated the customer tested on the coaguchek xs system and obtained a result of 2.3 inr. After "approximately 8 hours" the customer went to the hospital where she was tested on a competitor device and obtained a result of 5.0 inr. It was discovered customer had a gluteal subcutaneous hemorrhage. The customer's warfarin dose was stopped and she was given a vitamin k shot. The customer has fully recovered and has started taking her warfarin again. The manufacturer requested return of suspect product for evaluation

Manufacturer narrative:
The event occurred in (B)(6).